Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Four physical samples and photos were received at the manufacturing site for investigation. One sample was used and contaminated with food and the other three samples were unopened and unused. The three unopened and unused samples were functionally tested, and all three samples passed testing with no air in line noticed. Because the used sample was contaminated no functional testing could be completed on that sample, but a visual inspection was completed on the used sample and photos provided and the reported condition was confirmed. A corrective and preventative action has been opened to further investigate and address the reported condition. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Initial reporter's email: (B)(6). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the feed was set up and run for a pediatric patient. The feed used is provotar and forteini and mixed with water set at a feed rate of 40 ml/hr. There were no alarms. The mother woke at 2am and the child was vomiting and she noticed air in the line. There were large air bubbles in the line. The child was unwell with air in their tummy and vomiting through the night.